Event description:
It was reported by the customer that when the device was used during an unknown procedure, it did not fire. No other information is known about the event or procedure. There is no known consequence to pt.